Event description:
Patient reported that the pump alarms were inaudible.

Manufacturer narrative:
The pump was returned to animas for evaluation. Evaluation revealed a damaged connection to the piezo.